Event description:
It was reported that (1) hc325 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that a note was left that the device had stopped working during the case. Opened another device to complete the case. The blade was tested as not working. There was no consequence to pt.